Event description:
It was reported that the 2800 system would not boot. No patient was involved.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep installed a surge suppressor pcb. System operates as intended.